Event description:
Pt at home with a quinton mahurkar catheter. 1-2 days after insertion, pt prescented to the ER. Catheter was snagged causing the suture wing to separate. Catheter was changed without incident.